Manufacturer narrative:
Initial and final MDR (B)(4): device 1 of 2. E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the box of his infusion set the packing were already opened and the needle were snatched off on (B)(6) 2025. No further information available.